Event description:
A caller reported experiencing an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset, guiding them through the process, and after the reset, the error did not reoccur, allowing the caller to successfully start their sensor session.